Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. This rv lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received from the field. This rv lead was explanted due to an increasing threshold after implant. Prior to explant, a high capture threshold was recorded. It was noted at explant; this lead was placed extremely high on the septum and the physician commented that lead placement was challenging due to patient anatomy. This rv lead was replaced with a lead from another manufacturer.